Event description:
It is reported that the physician was treating a lesion in the lcx with a endeavor resolute drug eluting stent. The lesion was 90% stenosed, severely calcified and tortuous. The device was inspected prior to use with no issues noted. The device was unable to cross the lesion. The patient is reported to be ok post procedure. The device was returned to the manufacturing facility and analysis confirmed damage to the stent. Device evaluation: the distal tip was deformed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 10th, 11th and 12th proximal segments were deformed, the 16th and 17th proximal segments were misaligned with raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: inherent risk of procedure (failure to deliver stent and stent deformation). Patients condition affected effectiveness of device (90% stenosed, severely calcified and tortuous). Deformation problem (stent). Conclusion: inherent risk of procedure ¿ (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition (90% stenosed, severely calcified and tortuous). (B)(4).